Manufacturer narrative:
Investigation summary: bd received 6 photographs from the customer in support of this complaint. An evaluation of the 6 attached photographs showed a tube with a bit of plastic scraped inside. Additionally, 100 retention samples from the bd inventory were visually inspected and, no foreign matter or damaged tubes were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plblce lav there was foreign matter in the tube(s) biological and non-biological. This event affected 12 devices. The following information was provided by the initial reporter. The customer stated: there was "presence of rigid plastic filament attached to the inside of the tube body, which gives problems to the sampling needles and risks breaking them."